Manufacturer narrative:
(B)(4). (B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the initial clip was a "j" shaped clip. The device was double firing after that. It would fire two clips at a time. Some of the clips were not fully closed. The same device was used to complete the procedure. They would fire through the bad clips until they got a good one to complete the procedure. There was no patient consequence.